Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties were encountered. The lesion being treated was located in the moderately calcified, severly tortuous diagonal (dx). The lesion was pre-dilated with a quantum maverick balloon. The physician deployed the taxus express2 2.50 x 24 mm drug eluting stent in the dx at 12 atms. The physician was unable to remove the balloon. He inflated and deflated the balloon a couple of times without progress. Using force, the balloon was finally removed. The stent remained in good position. No pt complications were reported. The pt's condition is reported as good.